Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that, with the iscv epic xml integration, the measurements in iscv do not match with those in epic and may overwrite them when iscv is re-opened. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.